Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: the reported issue (unit had "xdcr-fault" alarm) was confirmed by 3rd party carefusion certified service technician. During initial bench testing, it was noticed that the transducer fault (xdcr-fault) alarm occurred due to faulty solenoid manifold assembly. The reported issue was resolved by replacing solenoid manifold assembly.

Event description:
The customer reported that the ventilator had transducer fault alarm and damaged pigtail.